Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they had one infection while undergoing the ptnm treatments despite usually getting them a lot. The patient could not recall many details. They believed they had it about a month ago. The patient went to the healthcare provider (hcp) for diagnosis and they prescribed them medication. The issue was noted to be resolved at the time of the report and the patient had since been cleared of the infection. It was noted that they completed their 12th weekly ptnm session on (B)(6) 2017.